Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that insulin pump broke and retainer ring was hanging on the tubing. Customer stated the battery was changed multiple times until one registered. Customer stated they got 1 out of 4 batteries to work. The insulin pump will not be replaced for analysis.